Manufacturer narrative:
The device and data files were returned and analyzed. Data files showed that at least 21 applications were performed with the balloon catheter on the date of the event with no system issues. Visual inspection of the mapping catheter showed that the introducer was broken and there was a kink on the loop (misshape) and the pebax tube was ribbed. In conclusion, the mapping catheter failed the functional test due to a broken introducer, a kink on the loop and a ribbed pebax tube. The product analysis findings did not indicate a manufacturing related defect. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter appeared to be stuck and was unable to be inserted in the balloon catheter. After multiple attempts at insertion, the issue persisted. The mapping catheter was then checked, and it was observed that its tip was slightly bent. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.